Manufacturer narrative:
The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result from accu-chek inform ii meter serial number (B)(4). At 12:24 pm, the result was 411 mg/dl. This result met their repeat protocol and laboratory follow-up. The repeat at 12:26 pm was 190 mg/dl. They tested again at 12:30 pm and the result was 165 mg/dl. The laboratory result at 13:14 was 145 mg/dl.